Event description:
It was reported, the patient's stimulation suddenly stopped and was unable to turn it back on. Both the programmer and charger will not communicate. A replacement charger was unable to resolve the issue. The patient's ipg was replaced with a new one. The patient is now receiving effective stimulation.

Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.